Event description:
Plaintiff alleges that as a result of wearing and being exposed to latex gloves she has developed a hypersensitivity to latex. Alleges that as a direct and proximate result of this, she has suffered severe pain and suffering and will incurr expenses for medical care and treatment and will suffer wage loss and loss of earning capacity.